Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred on the app occurred. It was determined that loss of connection was related to the mobile application. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was received. Confirmation of the allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported.